Event description:
Additional information was received. Subsequently, a decision was made to replace the device and the right ventricular lead. A replacement procedure was performed. The device was removed and replaced. The lead was surgically abandoned and replaced.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and device displayed a high out of range shock impedance measurement. The shock impedance measurements have increased since a left atrial ablation procedure was performed approximately two weeks earlier. Two months earlier, this device had delivered a shock to successfully terminate an episode. Post shock delivery, the shock impedance was within normal range. It was thought there may be a lead fracture as no relationship between the ablation procedure and the increasing shock impedance could be determined. A lead revision is intended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead and device remain in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no return of product is intended, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Additional information was received. A review of the chest x-ray did not reveal any abnormalities or visible lead damage. A decision regarding lead or device replacement has not been made as of this time.